Event description:
It was reported that the patient presented 1 day post implant. A device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited far p over-sensing which possibly caused inhibition of pacing support in the right ventricle (rv). Programming interventions were made. The patient was stable.